Event description:
Customer was in the hospital for 1 month due to heart condition, discovered low blood sugars in the hospital during routine testing. Customer was given a glucose shot. Customer attributes low blood sugars to pump settings not matching her needs. No allegation against the device. Nothing reported to indicate device malfunction. No indication system performing outside specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.